Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was found to run continuously without pressing the trigger. Therefore, the reported condition was confirmed. It was also noted that the device had excessive corrosion on internal components and the ball bearing was seized. The assignable root cause was determined to be due to cleaning sterilization, and/or maintenance procedures not followed per the directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was observed that the compact air drive device started running even when the start button was not pressed. According to the report, the event occurred when the device was being cleaned, checked and reassembled. It was not reported whether there were delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.